Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm). A non-cordis balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an 80% stenosis which had mild calcification. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. A 50/50 contrast and saline mixture was used to prep the device and the device maintained negative pressure during preparation. The device was able to be removed easily and remained in one piece during its removal. The device was not returned for analysis as expected. A product history record (phr) review of lot 82287839 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with stenosis were likely contributing factors to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the stenosed/calcified lesion or upon inflation. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm). A non-cordis balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an 80% stenosis which had mild calcification. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. A 50/50 contrast and saline mixture was used to prep the device and the device maintained negative pressure during preparation. The device was able to be removed easily and remained in one piece during its removal. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm). A non-cordis balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an 80% stenosis which had mild calcification. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. A 50/50 contrast and saline mixture was used to prep the device and the device maintained negative pressure during preparation. The device was able to be removed easily and remained in one piece during its removal. A non-sterile ¿powerflexpro 8mm8cm 135¿ was received for analysis. The unit was thoroughly inspected and no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received deflated. For functional analysis, one inflator/deflator device was attached to the inflation port. Next, a balloon inflation test was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. During this test it was observed that a leak was present in the balloon body. A high magnification analysis was executed to evaluate the surface of the balloon. During the analysis, a puncture was noted where the leakage was observed. Additionally, scratch marks and secondary punctures were observed near to the puncture related to the leakage. It was concluded that the scratch marks and secondary punctures observed could be related to the balloon's exposure to sharp edges of external materials, which may be an attributable cause of the identified leakage. A product history record (phr) review of lot: 82287839 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿balloon ¿ burst - at/below rbp" was confirmed, as a leak was observed during the balloon inflation test. The exact cause of the observed damages could not be determined. Based on the analysis provided, which presented evidence of scratch marks and punctures, vessel characteristics may have contributed to the reported event as calcification is known to damage balloon material. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ based on the available information and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82287839 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm). A non-cordis balloon catheter was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat an 80% stenosis which had mild calcification. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. A 50/50 contrast and saline mixture was used to prep the device and the device maintained negative pressure during preparation. The device was able to be removed easily and remained in one piece during its removal. The device was not returned as expected.